Event description:
The customer reported to vyaire medical that avea ventilator is displaying a constant circuit occlusion and circuit disconnect alarm. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer stated that the unit was auto cycling and that he tried swapping the exhalation corner and circuits with no success. The customer was told that the issue was most likely with the insp transducer on the gde (gas delivery engine), and that if the value reads 0 or close to max, the unit needs a new gde. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned.